Event description:
It was reported that the 9800 system would not boot or power up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hard drive and restored configuration files. The system was tested and found to be working as intended and placed back into service.